Manufacturer narrative:
Product analysis for mr8-10ba40dc lot#0229489853: evaluation determined that tool was stuck in the attachment. Service and repair center confirmed that the tool was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determine that the device was overheating and the maximum temperature was measured to be >109deg f. The likely cause of failure could not be determined. It was also noted that stamp deterioration, abnormal sound, and the bur tool could not be removed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-10ba40dc, serial/lot #: (B)(6), ubd: 25-sep-2029, UDI#: (B)(4) no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the spinal surgery when the bur was attached and rotated, it immediately overheated within one minute after operation. No patient impact reported. On additional follow up there was no patient involved in this event. The procedure was completed with backup product and there was a delay of ten minutes in procedure.

Manufacturer narrative:
H3: product analysis: evaluation determine that the device was overheating and the maximum temperature was measured to be 120.92f. It was also noted that the tool bur connection check (inserted all the way seated in the device) and tool bur does not dislodge after twist locking, the marking position in this state were not good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.